Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the cable snapped at the wrist of the monopolar curved scissors instrument. There were 3 out of 10 lives remaining. The procedure was completed with no reported injury.